Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge would not completely slide onto the pump, preventing the contact from loading the cartridge. There was no impact to the customer's blood glucose level. Contact was able to load another cartridge successfully.